Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had a couple of mris and as a result, their device had to be turned off and reset. Patient said they didn't do this, but it was done by their husband and the technician. Patient stated that since then, everything they've tried has not worked and they are back to having to depend pads again, which they thought was ridiculous because they were very expensive. Agent offered to assist patient with adjustments over the phone but the patient stated that they would like in person assistance. Emailed the field and notified them of the situation.